Event description:
It was reported during the device replacement procedure this right ventricular (rv) lead had abnormal shock impedance (from 140ohms to 189 ohms). Physician noted the lead was broken and capped the lead. New lead was replaced successfully. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.